Event description:
Customer reports a 2 fiber leaks noted at the onset of treatment on reuse numbers 19 and 20 noted by a blood leak alarm, visible blood in the dialysate line and confirmed with hemastix. Estimated blood loss in both incidents was 200cc. Treatments were continued with new disposable without incident. No pt injury or medical intervention reported.